Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt (11.3 mg/ml) and clonidine (540 mg/ml) via an implantable infusion pump. Indication for use was spinal pain and complex regional pain syndrome. On (B)(6) 2016, the rep reported that they were made aware of a case scheduled for (B)(6) 2016 for a pocket revision for a flipped pump with a possible catheter revision. It was noted that an x-ray confirmed the flipped pump. Additional information was reported by the rep. On (B)(6) 2016, it was reported that a quick dye study was done and it was determined that the catheter was working fine so they did not touch it. During the revision the pump was flipped back over, refilled, and sutured down. It was noted that the patient had not reported any decline or change in therapy.